Event description:
A cartridge alarm 30 was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The customer loaded a new cartridge and successfully completed insulin deliveries, resolving the issue without further complications.